Manufacturer narrative:
The device was received fully deployed. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that would contribute to infection at the infusion site. The exact cause of the reported event could not be determined. The device was received with the housing vent punctured. No damage was observed to the reservoir where it lines up to the housing vent. It could not be conclusively determined when this damage occurred. Inspection of the device along with the data suggest the housing vent damage had no effect on the device's functionality.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours on the arm. The patient was taken to the urgent care and diagnosed with an infection. The patient was treated with cephalexin 500 mg to take 4 times a day for 7days.